Event description:
On (B)(6) 2017, a 19mm epic supra valve was implanted in the aortic position and the patient was weaned off bypass. A tee showed central regurgitation near the right coronary cusp. As a result, bypass was re-established, the 19mm epic valve was explanted and a 21mm masters series valve was implanted.

Manufacturer narrative:
The device was returned due to "central regurgitation near the right coronary cusp". Gross morphological and functional testing revealed the device met all functional specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The cause of the reported event remains unknown.